Event description:
It was reported that during a gastric bypass procedure, the trocars were leaking upon torquing of 5mm dissector or grasper instruments. They continued to use them to complete the procedure without impact to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.